Event description:
Initial glucose result of 542 mg/dl. Same sample repeated using different methodology recovered 70 mg/dl. Initial result was reported, patient not adversely affected. The field service rep determined there was a problem with the rinse mechanism. The instrument was repaired.

Manufacturer narrative:
Patient is a newborn infant.